Event description:
The customer reported obtaining erroneous cholesterol (chol), alanine aminotransferase (alt) and triglyceride (tg) results involving a unicel dxc 800 synchron system. The customer reported that a 0 iu/l value for alt and suppressed (no numerical value) results for tg were generated but not reported out of the laboratory. The customer indicated that three patient samples were affected but printouts for only two patient samples were provided. Erroneously low chol results were reported out of the laboratory but there was no affect or change to patient treatment in connection with this event. The samples were repeated on the original and/or alternate dxc analyzer and corrected results were obtained. Quality control (qc) results for all cartridge chemistries (cc) prior to the event were within specifications. Passing calibration and qc results for cholesterol were also obtained. Beckman coulter field service engineer (fse) noted that the cc sample syringe was very stiff and difficult to move by hand. The fse proceeded to replace the cc sample syringe, cc sample probe and cc sample wash collar. Repairs were verified and results met published specifications.

Manufacturer narrative:
Cartridge chemistry (cc). Sample wash collar.